Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: due to the limited information provided it was not possible to determine the root cause of the reported event. As per IFU endoleak is a potential adverse event and can be caused by several factors, including inappropriate sizing and sealing. Without imaging none of these factors can be excluded. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: (B)(6), endoleak type 1a on 12 month follow-up imaging. At time of enrollment the patient presented with a thoracic aortic aneurysm which needed treatment. On (B)(6) 2015 the pre-procedure imaging showed an aneurysm diameter of 68 mm. On (B)(6) 2015, the patient underwent surgery due to the aortic aneurysm. Following components were implanted successfully during the index procedure: one proximal component (zteg-2p-32-200-pf, lot # e3317080), one distal component (zteg-2p-36-202-pf, lot # e3287823). No additional procedures were noted. No reportable events were noted to be observed during index procedure. On (B)(6) 2015 (five days post-procedure), the patient was discharged from the hospital. On (B)(6) 2015 (35 days post-procedure), the one-month follow-up CT imaging was performed. It revealed a maximum aneurysm diameter of 66 mm and a total length of covered aorta of 402 mm. A type ii endoleak located at the bronchial artery was observed. This was a new endoleak and it was left uncorrected. There was no evidence of false lumen perfusion, stent graft migration or collapse of proximal component. No additional technical observations were noted. On (B)(6) 2015 (85 days post-procedure), the one-month clinical assessment was performed. The patient hadn¿t experienced any reportable events after procedure through discharge. On (B)(6) 2016 (393 days post-procedure), the 12 month clinical assessment was performed. The patient had experienced reportable events after the procedure through discharge but no event forms has been completed. The site has been queried for that information. On same date, the 12 month CT imaging was performed. It revealed a maximum aneurysm diameter of 70 mm and a total length of covered aorta of 300 mm. A type ia endoleak was observed on the imaging. It had a proximal location, it wasn¿t previously observed and no intervention was performed because of it. There was no evidence of stent graft migration, collapse of proximal component or other technical observations. Patient outcome: the patient remains in the study.